Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a biliary stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician delivered and removed the device from the bile duct several times. Although the basket was able to be closed it was noticed that the side car-rx (guidewire port) was pushed back about 3-4 mm. When attempting to advance the basket again, it was difficult to advance the device over the guide wire and could not be reinserted back into the bile duct. The procedure was completed with another of the same device.

Manufacturer narrative:
A visual evaluation of the returned device found the basket to be retracted/closed. A physical evaluation revealed that the side car-rx was slightly compressed and presented pushback out of specification. A functional evaluation was performed by inserting a .038" guidewire through the side car-rx. The guidewire met resistance at the distal portion. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the side car-rx presented pushback out of specification. The issue most likely occurred after multiple passes into the papilla. The complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedure factors encountered during the procedure performance was limited, therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a biliary stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician delivered and removed the device from the bile duct several times. Although the basket was able to be closed, it was noticed that the side car-rx (guidewire port) was pushed back about 3-4 mm. When attempting to advance the basket again, it was difficult to advance the device over the guide wire and could not be reinserted back into the bile duct. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".